Event description:
Caller states the pt tested 1.1 inr on the coaguchek system and 2.5 inr on comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed at a medical facility.